Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (non-functional tes) has been confirmed. As received, the belt failed incoming functionality testing, specifically a therapy electrode recognition test. The cause for the test failure was an open pulse wire in the cable connecting ECG "a" with the front therapy electrode (te). The root cause for the open wire was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the therapy electrodes (tes) were non-functional.